Event description:
It was reported that the bur guard became hot during use, resulting in a burn to the patient's lip. The injury occurred to the outside of the patient's lip during a wisdom tooth extraction. It was reported that the damaged tissue was excised and sutured. The patient is recovering and at this time it is uncertain if future intervention will be necessary.